Event description:
It was reported that the patient was hospitalized with intractable epilepsy. It was reported by the treating physician that the patient was not seen for device checks for several years. Currently, the physician is unable to interrogate the patient's device and is being referred for revision surgery. The physician's believes that the battery may be at end-of-service due to battery depletion, but this has not been confirmed. There is no programming history available at this time to support battery depletion. It is unknown at this time what the relationship of the intractable epilepsy is to that of the vns therapy. Good faith attempts to obtain additional information have been unsuccessful to date.